Manufacturer narrative:
The drill has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the investigation is complete.

Event description:
It was reported that prior to the start of a surgical procedure, a chuck would not properly lock into a drill and the drill's toothing is shaving. There was no reported pt or user injury, and the procedure was completed successfully with no change in pt outcome.